Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine would not stay on and rebooted unexpectedly during use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row c was not detected. A field service engineer (fse) reseated the row board cable and retractor band; however, the issue persisted. Then the fse made force eject attempts failed, leading to removal of the row board and manual pocket access, where foil was found shorting the pins. The obstruction was cleared, components were reassembled, and the system was rebooted, after which hardware test application (hta) testing passed successfully and the customer was able to recover and resume normal operation, including loading and assigning medications. Additionally, missing slide rail bumpers were replaced to ensure proper drawer alignment and functionality. The system functioned as intended after the field service engineer repaired the device.